Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a totally occluded eccentric lesion in the mid circumflex coronary artery. Balloon dilatation was performed with a 1.2, 1.5, 2.0, and 3.0 balloons at 16 atmospheres for 20 seconds each. A 2.5x15mm xience alpine was advanced into the lesion but failed to cross. Additionally, resistance was noticed when trying to remove the device. A non-abbott stent was then successfully placed in the chronic totally occluded lesion and the procedure was successfully completed with a 3.0x15mm xience alpine. The physician commented that the use of the 2.5x15mm xience alpine was worse than the non-abbott device. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.